Manufacturer narrative:
(B)(4). This is a report for a system error 2240, where the patient disconnected without following proper disconnect procedures. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during drain. There was nothing unusual observed with the setup. The hp did disconnect prior to the alarm and did not follow proper disconnect procedures. The technical service representative (tsr) assisted the hp in clearing the alarm and advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated in association with this report. No additional information is available.